Event description:
It was reported that this device exhausted the therapy after delivering 6 inappropriate electric shocks and 6 burst of inappropriate anti-tachycardia pacing (atp) due to an episode of atrial arrythmia. Device reprograming was suggested. No additional adverse patient effects were reported.